Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that son was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 500 mg/dl. The customer was admitted to the hospital on 08/18/216. Customer cause of hospitalization was high blood glucose. Customer was hospitalized for two days. Customer was wearing the pump at time of hospitalization.